Manufacturer narrative:
A follow up report will be submitted when the investigation has been completed.

Event description:
The on-screen indication for the "invert" symbol is missing in cw mode. This indicator provides info to the user regarding the direction of blood flow.